Manufacturer narrative:
The returned koh efficient is currently still under investigation by our quality assurance department. (B)(4).

Event description:
The physician was performing a hysterectomy. When the physician pulled out the koh-efficient, she noticed lacerations on the vaginal wall.